Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the left blade to be broken off of the instrument. The broken segment was not returned. The blade fractured at the cross section of the grip cable crimp. Half of the cable crimp is exposed. The fracture plane of blade is nearly straight. No other damage found.

Event description:
It was reported that during a da vinci nephrectomy procedure, the surgical staff observed the tip of the monopolar curved scissors instrument break resulting in a piece falling into the patient. The piece was removed and the procedure was successfully completed with no harm to the patient.